Manufacturer narrative:
On 28-jun-10; device qc performed.

Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received on 24-jun-2010, from a non-health professional (clinic personnel) and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B) (4). This case involves a female patient who initiated therapy with poly-l-lactic acid (sculptra) on an unknown date. No treatment details were provided. On an unknown date, 6 weeks post treatment, the patient developed pea-sized nodules all along her jaw line. Relevant medical history and concomitant medication information were not mentioned. Corrective treatment/outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4).